Event description:
It was reported that this right ventricular (rv) defibrillation lead had a history of low out-of-range pace impedance measurements less than 200 ohms. Additionally, r-waves were greater than 25 mv until (B)(6) 2025, and the device began pacing since then. There was no evidence of noise, and rv threshold was fine at less than 1v. It was not possible to measure r-waves at this time because the patient was pacer dependent. Technical services (ts) discussed troubleshooting/programming options and possible causes. Defibrillation threshold (dft) testing was performed and the results appeared good. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had a history of low out-of-range pace impedance measurements less than 200 ohms. Additionally, r-waves were greater than 25 mv until february 24, and the device began pacing since then. There was no evidence of noise, and rv threshold was fine at less than 1v. It was not possible to measure r-waves at this time because the patient was pacer dependent. Technical services (ts) discussed troubleshooting/programming options and possible causes. Defibrillation threshold (dft) testing was performed and the results appeared good. This rv lead remains in service. No additional adverse patient effects were reported. It was reported that the right ventricular (rv) defibrillation lead of this cardiac resynchronization therapy defibrillator (crt-d) system continued to exhibit low, out-of-range pace impedance measurements less than 200 ohms. A request was made to have data from this device analyzed for a possible gate oxide anomaly. Data analysis confirmed there were no faults and the battery was depleting normally. The crt-d did not appear to exhibit behavior with a gate oxide issue, and no noise was noted. Additionally, rv lead impedances had been low but stable over the past year. This rv lead remains in service, and will continue to be monitored at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.